Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that on an unknown date in 2021, an unknown sized amplatzer pfo occluder was implanted. Transesophageal echocardiogram (tee) was used during implant. Stability check was performed at time of implant and no leak was observed. On an unknown date, tee was performed and showed that the pfo "moved through the tunnel" and ended in the left atrium; it had completely dislodged. The dislodged occluder did not cause any blockage of blood flow. The user stated that the cause of embolization was "unsure but maybe erosion." The device was removed surgically. The patient status was reported as unknown.

Manufacturer narrative:
An event of device embolization approximately 3-years post-implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device batch/lot number was not provided, and therefore the device history record and lot-specific similar complaint could not be reviewed. Based on the available information, the cause of the reported device embolization could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as the device was scheduled to be snared. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.